Event description:
A percutaneous coronary intervention (pci) was performed for an average tortuous lesion in the left anterior descending (lad) distal. A stent was implanted at lad distal and then a second stent was implanted at lad middle overlapping the first. At this time the lesion was dilated with a balloon catheter. Then an intravascular ultrasound (ivus) catheter was inserted. The physician felt resistance, but was able to cross distal to the stent(s). Imaging was performed. Upon withdrawal the ivus became stuck in the stent and the guidewire came out of the pt. In an attempt to free the catheter, the physician removed the imaging core of the catheter and introduced a guidewire. At this point, the ivus catheter was freed and withdrawn without pt complications.